Event description:
This is a spontaneous case report received from a lawyer in the united states on 26-apr-2016, on behalf of a female consumer/plaintiff of unspecified age in united states. It refers to the plaintiff, who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2014. Subsequent to implantation with essure, this plaintiff began to suffer from severe pelvic pain, extreme menstrual changes, severe joint pain, skin irritation, hair loss, anxiety, and severe neck pain. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterectomy. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/- severe and persistent pelvic pain/ severe and persistent pain") and genital haemorrhage ("excessive bleeding") in a (B)(6) year-old female patient who had essure (batch no. B94875) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 and live birth in 2003. Concurrent conditions included morbid obesity. Concomitant products included anovlar (estrostep) for contraception. In (B)(6) 2014, 4 days before insertion of essure, the patient experienced arthralgia ("severe joint pain/ joint pain - severe and persistent"). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain severe and persistent"). In 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("extreme menstrual changes"), skin irritation ("skin irritation"), alopecia ("hair loss"), neck pain ("severe neck pain") and fibromyalgia ("fibromyalgia"). The patient was treated with naproxen, alprazolam (xanax), surgery (partial hysterectomy), surgery (partial hysterectomy) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, arthralgia and back pain had not resolved and the genital haemorrhage, menstrual disorder, skin irritation, alopecia, anxiety, neck pain, depression and fibromyalgia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, fibromyalgia, genital haemorrhage, menstrual disorder, neck pain, pelvic pain and skin irritation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-dec-2017: event back pain, excessive bleeding, psychological conditions, depression, fibromyalgia was added and event pelvic pain, anxiety, joint pain was clubbed with previously reported event. Start and stop date updated with lot no. Legal claim received. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterectomy. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/- severe and persistent pelvic pain/ severe and persistent pain") and genital haemorrhage ("excessive bleeding") in a 48-year-old female patient who had essure (batch no: b94875) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 and live birth in 2003. Concurrent conditions included morbid obesity. Concomitant products included anovlar (estrostep) for contraception. On (B)(6) 2014, the patient experienced arthralgia ("severe joint pain/ joint pain - severe and persistent"). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain severe and persistent"). In 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2015, 1 year 5 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("extreme menstrual changes"), skin irritation ("skin irritation"), alopecia ("hair loss"), neck pain ("severe neck pain") and fibromyalgia ("fibromyalgia"). The patient was treated with naproxen, alprazolam (xanax), surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, arthralgia and back pain had not resolved and the genital haemorrhage, menstrual disorder, skin irritation, alopecia, anxiety, neck pain, depression and fibromyalgia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, fibromyalgia, genital haemorrhage, menstrual disorder, neck pain, pelvic pain and skin irritation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm. Most recent follow-up information incorporated above includes: on 26-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.